Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced as a result of noise, oversensing and possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2008 (B)(4). (B)(4).